Manufacturer narrative:
Other text: additional information was received indicating serial number, and that the remaining dose was 6 percent or total weekly dose and was not infused.

Event description:
Information was received that during use of this medical cadd legacy pump, under delivery was noticed. It was reported that the patient came in and got set up with doxorubin/etoposide cadd pump to infuse over 24 hours. According to the report, the next day, the patient returned with large amount of medication in the bag. It was reported that the pharmacy notified and checked how much was left and there was 129 ml left in the bag and the physician messaged by pharmacy and medication was mixed properly and the settings on the pump were correct. No patient injury reported.